Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the pacemaker was found to be eroded through the skin. The device was explanted. The patient is recovering.

Event description:
New information received notes that there were no apparent signs of infection but an infection was inevitable. The the physician did not allege that the device caused or will contributed to the infection.